Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during the therapy initiated on (B)(6) 2014, at 20:58:44. During night drain cycle two, the patient's ultrafiltration reading was 1770ml, indicating the home patient (hp) drained 1770ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The increase intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.